Event description:
It was reported to resmed that an astral device displayed error message (sf82) related to alarm system, error message (sf140) related to alarm priority, error message (sf188) related to safety assert signal test, and error message (sf195) related to software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The main circuit board and pneumatic block required replacement to address the issues. The device was returned to customer unrepaired as customer declined repairs. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf82 and sf140 were due to super capacitor electrolyte leak while sf188 was due to contamination. Sf195 was due to the system restarting multiple times within a short period and triggered by sf188 alarms. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error message (sf82) related to alarm system, error message (sf140) related to alarm priority, error message (sf188) related to safety assert signal test, and error message (sf195) related to software. There was no patient harm or serious injury reported as a result of this incident.